Event description:
Customer reported that they were receiving an unspecified error message and weren't able to test their blood glucose level that resulted in delay of treatment and symptoms of hyperglycemia. The customer stated that they were diagnosed with dka and treated at a med ctr with insulin.

Manufacturer narrative:
This is an initial report. The prod has been requested back for investigation. A final report will be submitted when the investigation is completed.